Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment intraperitoneal cefazolin (dose, frequency and duration not reported) for peritonitis. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient is recovering. No additional information is available.